Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera iii xenon light source displayed scope communication errors when used with all 190 towers and three different scopes. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple documented attempts to obtain additional information from the user facility have been unsuccessful, to-date. Since the customer has not responded, it is possible that the problem has been resolved. Based on the legal manufacturer's investigation, although a definitive root cause could not be determined, it is likely that the user connected the device without drying the electrical contact part of the video connector sufficiently, or than an electrical contact failure occurred. This makes it impossible to perform stable communication between the scope and the video processor, causing a b30 or e216 error to occur. In the state where dust, dirt, etc., are attached to the electrical contact point, the communication between the video processor and the scope becomes abnormal, and a scope communication error (b30) can occur. Scope communication error (e216) occurs when the communication succeeds at the start-up, but a certain communication disconnect period occurs afterwards. The following description is provided in the instruction manual regarding the drying of electrical contacts: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."